Event description:
It was reported that during a da vinci-assisted total benign hysterectomy surgical procedure, the prograsp forceps instrument required the use of the instrument release kit (irk). The procedure was completed with no reported injury. Follow-up for additional information was conducted on 10/08/2020 and the reporter provided the following information: the instrument was inspected prior to use with nothing abnormal observed. It is unknown how long the instrument was in use for prior to the instrument jaws becoming stuck. It is unknown if the instrument was grasped onto tissue when the irk was used. No errors were generated during the event. The irk worked as expected and there was no patient injury nor fragment falls.

Manufacturer narrative:
Intuitive has received the part associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint of instrument jaw becoming stuck. For clarification, the instrument was found to have the main tube broken at the distal end. Wrist is no longer straight, making it difficult to operate or remove from the cannula. A piece measuring proximately 0.06 x 0.03 was not returned with the instrument. This failure is most commonly caused by mishandling/misuse. Additional observation not reported was that the instrument was found have a loose grip cable with no visibly broken cable at the wrist. The grip input spun freely without corresponding output motion at the distal end, suggesting a failure at the backend. The housing was removed and one grip cable was found to be broken at the clamping pulley, resulting in loss of tension at the wrist.